Event description:
Customer reported the system displays error code 454 and will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset and realigned table. System operates as intended. This MDR is related to ge healthcare complaint.